Event description:
Brand new out of box failure of the right side wheel assembly on this chair. Dealer states this chair was just taken out of the box from his inventory and the right side wheel is wobbly and hits the frame. No patient involvement, protocol questions not applicable.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.